Manufacturer narrative:
Per the surgeon, the patient was readmitted to the hospital on (B)(6) 2013, and released on (B)(6) 2013. During the hospitalization, a course of intravenous nafcillin (dosage not reported) was administered to the patient. The patient continued the course of intravenous nafcillin after release from the hospital. Per the clinic, there are no plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(4). The patient has permanently discontinued use of the device. (B)(4).

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Implanted device remains.

Event description:
Per the clinic, the patient was readmitted to the hospital in (B)(6), 2013, (date not reported) due to post-operative swelling.the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.